Event description:
New information received indicates that the patient presented remotely via merlin.net. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. No further information was received.